Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery. The 9x80mm absolute pro self-expanding stent system (sess) was advanced to the target lesion, and the stent was attempted to be deployed; however, the stent did not release properly. Therefore, the sess was removed into the 8fr introducer sheath that was being used in the procedure and was able to be removed from the patient. There were no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in preventing the shaft lumens from moving freely; thus resulting in the noted kinked inner member, contributing to the reported mechanical jam and the reported activation/deployment failure; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the artery was not tortuous. The 9x80mm absolute pro self-expanding stent system (sess) was advance on a .035 non-abbott guide wire (gw). The thumbwheel became stuck and therefore, the stent completely failed to deploy. No additional information was provided.